Manufacturer narrative:
Manufacturing review: the device history records were reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8.0mm x 200mm balloon. The balloon did not appear to have been previously inflated. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the patency was tested using an 0.035¿ guidewire and passed without issue. The inflation hub was connected to an inflation device and an attempt to inflate the balloon with water was made. Upon inflation, water was observed leaking out of the distal end of the strain relief. The strain relief was removed and a partial circumferential catheter shaft break was observed just distal to the y-hub. Sanding marks were noted on the catheter underneath the strain relief and at the location of the break. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub, which the user likely perceived as a hole in the catheter. The investigation is unconfirmed for a hole in the catheter. Excessive sanding of the catheter under the strain relief is the root cause for the partial break in the catheter. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during prep, a hole was allegedly identified on the pta catheter; rendering the device unusable; therefore, there was no patient involvement. It was further reported that another device was used to complete the procedure.